Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(4) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4). Analysis of the ins (s/n (B)(4)) found no anomalies. According to the trace report obtained from the ins; the total recharge count was 62. The last effective recharge session recorded while the device was implanted occurred on (B)(6) 2014. The device was recharged for 4 hours 9 minutes and the battery charged from 3.730v to 4.035v. The other 4 recharge records have a calculated duration of 7-9 seconds. All 6 coupling records in the trace report were at 100%. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. The recharger had full coupling and the ins battery recharged for 3 hours 50 minutes from 3.800v to 4.070v.

Manufacturer narrative:
(B)(4) no longer apply to this event.

Event description:
Additional information received from the consumer reported that the patient's device would not take a charge.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced on (B)(6) due to normal longevity. The patient saw the healthcare provider (hcp) for a post-op appointment on (B)(6).

Event description:
It was reported that the patient experienced battery depletion and also had complaints about charging issues. Reprogramming and impedance testing were performed. Impedance testing showed high impedances of greater than 10,000 ohms with electrode seven. A pocket revision where the implantable neurostimulator (ins) was moved to a higher location on the patient¿s body, explant, and replacement were performed on (B)(6) 2014. The cause of the issue or if the issue was resolved was unknown. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. After replacement the patient was doing well.